Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an interventional procedure. The sheath did not split completely and appeared to be stretched. The device was removed and hemostasis was achieved with manual compression. There was no pt consequence. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.